Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/reporter contacted lifescan alleging that a one touch basic meter was giving "not ok" and "redo check" messages. Prior to an event that occurred one month earlier, the pt was testing his blood glucose once a day. Currently, the pt is now testing 3 times a day. He takes 45 mg of "actos" once a day. It is not known when the alleged issues started and how long the error messages had been appearing. After attempting to test with the reported meter, the pt administered self-care by taking his "actos' medication. On an unk date/time, the pt developed symptoms of frequent urination, dizziness, weakness, a headache, and a dry mouth. Due to the meter issue and symptoms, the pt visited his dr the same day. His blood glucose was tested in the dr's office, but the reporter could not remember what reading was obtained. The medical affairs specialist (mas) listened to the call between the reporter and customer care advocate (cca) to obtain/verify info. It is not known if the pt received any medical treatment in the dr's office. As a result of the dr's visit, the pt was asked to start checking his blood glucose 3 times a day. No further clinical info was provided. It would have been helpful to know the following info: when the alleged issues started, if the pt was able to test with a backup meter, when the symptoms developed, his medication regimen, and if the pt made any changes to the regimen because of the meter issues. In addition, it would have been helpful to know if the pt received any treatment in the dr's office, if the pt was ever able to test his blood glucose during the time of concern, what his last blood glucose reading was on the reported meter, and what his normal/expected readings are. The alleged issues were not resolved with troubleshooting. The pt performed 2 check strip tests over the phone with the cca and got "not ok" each time. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the pt was unable to test his blood glucose for an unk period of time because of the alleged meter issues. The pt had symptoms suggestive of high blood glucose and had to seek medical attention. It is not clear when the symptoms developed or if the pt received medical treatment.